Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 40 mg/dl, lethargy, and shaking; cause was unknown. Reportedly the customer required assistance from parent to treat bg level via fast acting carbohydrates. Additionally, it was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Subsequently, the customer experienced an elevated bg level (value not provided), vomiting, and an unspecified amount of ketones. Customer required assistance from parent to treat bg level via consumption of fluids and insulin correction. No additional information was provided.